Manufacturer narrative:
As reported in the legal brief, approximately 14 months after implantation with a cordis optease ivc filter, the ivc filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation date and attempted retrieval date are unknown at this time; however it was reported that the retrieval attempt occurred 14 months after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt and migration remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief in (B)(6) vs. Cordis, approximately 14 months after implantation with a cordis optease ivc filter, the ivc filter was found to have embedded in the wall of the ivc preventing the device from being safely removed.